Event description:
The device was used during a colon resection procedure. The staples did not form properly. The surgeon removed the staples and manually sutured to complete the procedure. No pt injury reported.